Event description:
It was reported by repair work order that the pump pedal is not springing up. Upon inspection of the unit by the service technician, it was identified that the pump pedal linkage was binding.